Event description:
Discordant results were obtained on fourteen samples for toxm. The false positive results were released to the physicians. It is unknown if there was any adverse patient intervention due to the discordant patient results.

Manufacturer narrative:
The discordant results were due to an improper setting of the reporting decimals in the las centralink software by the operator. The instrument is performing within specifications. No further evaluation of the device is required.